Event description:
It was reported that leakage was observed while the device was used on patient. There were no adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
One (1) used device was received for evaluation. The area of leakage was inspected, however due to the sample being used, it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. In-process, filter-pro devices are automatically assembled and glued from supplied components. Lot acceptance is based on c=0 (critical) inspection for damages, that affect function. While the allegation was confirmed, the exact problem source for the compromised filter-pro could not be identified with any confidence. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.